Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any functional issues. A specific cause for the reported transplant could not conclusively be determined. (B)(6) was returned assembled with the pump cable cut approximately 9.5¿ from the pump header. The distal end of the pump cable and the modular cable were not returned. Approximately 5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The outflow graft clip was also returned around the hardware of the sealed outflow graft assembly. The mini apical cuff was returned secured with the cuff lock fully engaged. Evaluation of the inlet tube and sealed outflow graft revealed no evidence of depositions or thrombus formations. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Incidental findings: visual inspection of the cuff lock noted that left arm was slightly bent. A specific cause for the deformation of the cuff lock arm and a duration of time for which it was present could not be conclusively determined through this evaluation; however, the lock functioned as intended. Review of the device history records for (B)(6)engaging or disengaging the mini apical cuff was previously reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use outlines adverse events that may be associated with the use of heartmate 3 left ventricular assist system. In addition, although no difficulty engaging the mini apical cuff was reported, the IFU provides instructions on all surgical procedures, including preparing the ventricular apex site and inserting the pump in the ventricle. The IFU cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. The heartmate 3 mini apical cuff kit instructions for use (IFU) is also currently available and explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient received a heart transplant on (B)(6) 2021. No further information was provided.